Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and difficulty removing were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a definitive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. During retrieval, the distal end of the 2.0x40mm armada 18 balloon met resistance with the unspecified guiding catheter, and it was suspected that it was due to a balloon rupture. The armada 18 was replaced with a new unspecified balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.